Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited low impedance. The lead was capped and replaced. The patient had no complaints at the time of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.